Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, catheter leakage when flushing, removed and found a hole at the 6,5cm mark. Additional information received (B)(6) 2025: the device was in use on a patient when the leak occurred, and the patient was not harmed. A healthcare provider was present when the leak occurred. Sterile saline was infused when the leak occurred. No medical intervention was needed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. A gross visual inspection of the returned unit found that a longitudinally aligned split was present on the catheter tubing between the 6 cm and 7 cm depth markers. Microscopic inspection found that the tear had rounded fracture edges, and the fracture surface was granular. Extending from the tear in both directions was a linear depression in the catheter tubing. The linear depression observed on the exterior did not appear to extend further into the wall of the catheter. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. Based on the available evidence, it was not possible to conclusively determine the root cause. This complaint will be recorded for future trending and monitoring purposes.